Manufacturer narrative:
Device available for evaluation: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product : ID 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that impedances were over 10,000 ohms on electrodes 1 and 2. No environmental, external or patient factors were known to have led or contributed to the event. Electrodes 1 and 2 were not used in programming. The issue was reported to be resolved. No symptoms were reported.